Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that on (B)(6) 2021, the lead was capped and replaced due to externalized insulation on riata lead. The patient is stable.

Event description:
It was reported that a non-dependent patient presented for a generator change out due to normal eri. During the procedure fluoroscopy was performed and externalized conductors were noted. No electrical anomalies were detected. Lead remains implanted. The patient is stable.